Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ remote manager automatically locks out. The customer reported that the remote manager would occasionally lock out unexpectedly and could not be restored without getting another anesthesiologist to witness it opening. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the remote manager being automatically locked out. A technical support specialist confirmed with the customer that the issue had been resolved by a field service engineer and requested to close the complaint file. The system functioned as intended after the technical support specialist troubleshooted the device.